Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient couldn't tolerate their vision. No further information was provided.

Manufacturer narrative:
UDI #: (B)(4). The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection revealed that the iol is cut in two (2) pieces. Due to the damaged condition of the lens further evaluation cannot be performed. The manufacturing record review was performed. The manufacturing process record was evaluated and the devices were manufactured within specification. There was no associated deviation or non-conformity report found in the manufacturing record review related to this complaint. The units were released according to specification in compliance with the product intended use as required. The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.